Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Customer service provided pump reset information, assisted the customer with resetting the pump, and confirmed that the malfunction did not recur. It was concluded that the customer could continue using the pump, and further instructions were given to contact support if the issue reappeared.